Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.

Event description:
According to the reporter in (B)(6), during the surgery to repair a cranial defect using a customer psi implant ((B)(4)), operating room staff noticed after sterilization that implant was etched with incorrect pt name. Implant should have read j.p., but instead was etched with s.p. This caused some delay in the surgery; and operating room staff and consultant had to ensure that they had the correct pt and implant. The implant will not be returning as the surgeon confirmed that the implant was correctly fitted for pt and therefore was implanted. This complaint is to notify of the etching error.